Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient was initially implanted in (B)(6) 2013 with synapse instrumentation. Due to poor bone quality and thoracolumbar cervical deviation, the surgeon was unable to properly insert the screws at c4-c5. The patient was returned to operating room on (B)(6) 2014 for revision based on x-rays taken which showed the screws pulling out at c4-c5 resulting in non-fusion. During the revision surgery, the surgeon was unable to remove the synapse top loading transconnector because, it was stuck in the transconnector locking screw. Several attempts were made to remove the transconnector using different instruments, as well as removing bone around the transconnector; all attempts were unsuccessful. The surgeon finally removed the transconnector by pulling the screws out of the pedicles on two sides. There was a surgical delay of 60 minutes and the patient was reported as stable. This report is for one of four polyaxial screws this is report 6 of 11 for (B)(4).

Manufacturer narrative:
Additional narrative: device history record review identified two non-conformance reports (ncr) for the same raw material. (B)(4). This change will have no effect on patients poor bone quality and columbia cervical deviation prior to surgery. Second ncr for material had no lot number etched on bar. Bar was scrapped and is not relevant to complaint condition because material lot numbers are checked prior to being loaded into machine. No other discrepancies were noted that would be associated with this complaint. A product development evaluation was completed: the following items were received: two transconnector locking screws (part 04.614.522, lot unknown), two cancellous polyaxial screws (part 04.614.014, lot 7553181), two 3.5mm titanium rods 120mm length (part 498.125, lot 7138727), and one ti toploading transconnector (part 04.614.516, lot 7157522). The ti toploading transconnector was received with two transconnector locking screws (one in each bushing) and these were not able to be removed. The bushings are at an angle. The cancellous polyaxial screws were received intact, with scratches indicating use, but no defects. The cancellous polyaxial screws were not properly inserted due to poor bone quality and thus resulted in non-fusion. The returned rods were explanted in conjunction with these parts. This complaint condition which extended the surgical time was caused by the immovable interface between the transconnector locking screws and the bushing of the ti toploading transconnector. Given the immovable nature of the locking screws with the transconnector bushing, it is likely that these became cold-welded together, leading to this part of the complaint. The underlying root cause of this complaint is the poor bone quality of the patient which led to the improper implantation of the screws and the non-union which resulted in a revision surgery. The part drawings for the cancellous polyaxial screws (04_614_008 rev b) were reviewed and found to be adequate for the intended use of this device. The non-fusion aspect of this complaint could not be confirmed as there were no x-rays received. The complaint against the transconnector and transconnector locking screws was confirmed as they were returned connected and could not be released. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.